Event description:
It was reported that the right atrial (ra) lead was found to have no capture at maximum output. On fluoroscopy it was noted that the lead was pulled back and there was no slack. The ra lead was capped and left out of service inside the patient. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58 lead, (B)(6) 2006. (B)(4).